Manufacturer narrative:
Other relevant device(s) are: product ID: mas2330, serial/lot #: none. Analysis of the software exports was completed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Fluoro images were checked and 3d registration was attempted with the registration 3d marker images utilized during the operation on a r<(>&<)>d workstation. The site reported that an arm guide was resulting in the surgical arm failing the 3 point setup test and the accuracy pointer was not going properly inside the accuracy point. The faulty arm guide may be the cause for several deviation cases which occurred on that site on the same period. Since a faulty arm guide cannot be ruled out as the reason for deviation and the site would not return the arm guide, there was insufficient information to determine the cause of the deviation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat degenerative discs with fixation. It was reported that screws were planned for l4, l5, and s1 during a spondylptosis case.  A dual clamp was used to mount the system to the patient. There was one minor challenge with registration. The surgeon could only get both anatomy and marker around 75 degrees from the ap position and not the ideal 60 degrees. The surgical arm was sent to the first trajectory at left l4. The dilator was slowly placed down the arm guide and an image was taken to confirm the location once bone was hit. The surgical arm was inferior when compared to plan. The plan was adjusted and the entry point was made slightly superior and a superior angulation was given. The surgical was still not able to reach the desired superior position. A second registration was done, but the same issue occurred. The manufacturer representative thought the issue was due to the way the c-arm image was taken and not being able to do a true lateral/oblique image so the end plates did not seem parallel. The trajectory was not drilled. There was a scope of skiving at the trajectory and the surgeon was aware. The surgeon had planned to flatten the entry point surface before drilling, but the surgeon did not proceed. The case was an open procedure do avoid skiving. The medial angulation was clos to 30 degrees and soft tissue pressure could affect the trajectory, the surgeon created an additional incision to avoid soft tissue pressure. No force was exerted on the instruments when checking the entry point to avoid skiving. The surgeon moved onto right l4 and the position was confirmed with the c-arm. The trajectory was ok in the superior/inferior direction, but seemed lateral. The surgeon thought this was because of the ap image, but they were sure if it was a visualization issue or if the trajectory was lateral. The trajectories were deviated less than 3.5 mm. The surgeon decided to abort the use of the guidance system and place the screws freehand. The suspected cause was a planning issue and software functionality. There was no patient harm and the procedure was delayed less than an hour.